Event description:
It was reported to philips that the heartstart mrx defibrillator was unable to achieve pacing capture. A (B)(6) year old female with no radial pulse and third degree heart block was treated. The users believed they had achieved electrical capture but a later quality review of the strip by the customer showed they did not. The pt woke up and became responsive as they arrived at the hosp and the hosp instructed the ems to pace the pt again. The pt became unresponsive again and CPR was started as they turned the pt over to the hosp. The pt experienced stemi and cardiogenic shock. The pt later had two stents placed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.